Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. - it was reported that the suture deforms and detaches from the inserter. - visual evaluation identified that the sutures appeared to be deformed and detached from the inserter. However, without the return of product, further investigation cannot be performed. - the root cause of the reported failure mode is undetermined. - the reported event is confirmed based on the investigation of the returned pictures.

Event description:
It was reported that during a shoulder instability repair procedure, when the surgeon was entering the fibertak through the instruments, it enters with difficulty, as the input progresses, it becomes deformed and causes detachment of the suture. This issue occurred with 3 implants. The case was completed by using a new device.